Event description:
The sales rep has reported the following event from the surgeon: "significant leak during the mantis augmentable screw test percutaneous in combination with cortoss. The leak resulted in an asymptomatic pulmonary embolism. This is the first injection in the first vertebra, at the time of the second cortoss thrust. There were three other vertebrae injected without leakage." It was also reported that there was no surgical delay. The patient's condition is reported as noncritical.